Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited loss of capture during a pre-discharge check. The patient was admitted for a revision procedure and the lead was found to be dislodged. The lead was repositioned and reconnected to the device successfully. The patient was stable post procedure.